Event description:
It was reported that during placement of foley catheter sterile water leaked out from the valve when attempting to infuse sterile distilled water. There was backflow from the valve.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. Inflate catheter with returned syringe and found there was water leakage from the valve area. Microscopic examination performed and observed the catheter valve was breakage. The cap was still attached on the catheter and not disconnected. The damage might have been due to exposure to external force. However, the exact cause of how and when the problem occurred could not be determined. The reported event is confirmed as unknown cause. The potential root cause for this failure mode could be incorrect air pressure setting for valving process/rough handling. A potential root cause for this failure mode could be due to cracked/crushed valve. Based on information in the fmea, the risk of this failure is medium. Current controls in place are adequate to mitigate this failure mode.the device history record was reviewed and found nothing that could have caused or contributed to the reported event.the instructions for use were found adequate and state the following:"ard i.c. Foley tray bsingle use onlywarnings1. Method for use(1) do not inflate the balloon in the urethra. The urethra may be injured.(2) do not pull the catheter hard. The bladder/urethra may be injured.2. Applicable patients(1) patients with delirium who might pull out catheter when patient tugs at catheter unconsciously, the bladder and urethra may be damaged. Contraindications1. Method for use:(1) do not reuse.(2) do not restabilize.(3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants.(4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). They may damage the device and may burst balloon.(5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.2. Applicable patients(1) do not use in patients who are or have been allergic to natural rubber latexshape, configuration and principlesbard i.c. Foley tray b consists of a balloon catheter, urine-collecting bag for closed drainage system, syringe prefilled with sterile water, water-soluble lubricant, antiseptic solution, waterproof sheet, tweezers, gauze pads, cotton balls, and vinyl gloves.there are two types of catheters, two way and three way, and several types of closed drainage bags. The catheter and/or bag included in the tray will depend on the product.materiaballoon catheter: natural rubber latexsizes of catheters available in sizes 8 to 24 every 2fr1.foley catheter 2.accessoriesclosed drainage bagthe illustration shows one example of typical configurations.syringe prefilled with sterile waterwater soluble lubricantantiseptics: bard® 10percentage povidone-iodine solutiontweezersgauze padswaterproof sheetcotton balls glovesintended use & effect- efficacythe device combines an indwelling bladder catheter and a urinary drainage bag that are used for urinary drainage and bladder irrigation.directions for use1.method of usethe device is intended for single use only and is not reusable.(1) to secure a sterile field for the procedure, spread a clean wrapping paper.(2 ) place waterproof sheet beneath patient¿s buttocks. (3) put on sterile gloves. Open tray and place it on the wrapping paper. (4) cleanse the area around the external urethral meatus with the cotton balls immersed in the antiseptics. (5) lubricate the distal end of the catheter with water-soluble lubricant packaged in the tray. (6) insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon.(7) pull catheter to seat the balloon at the level of the bladder neck and secure placement.(8) keep the drainage bag below the bladder level without touching the floor."correction: d,f,hthis report references a us equivalent device. The us UDI equivalent for this product number is usedh11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during placement of foley catheter sterile water leaked out from the valve when attempting to infuse sterile distilled water. There was backflow from the valve.